Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call by customer's mother that the insulin pump display is partially blank. Customer's mother stated not all information can be read clearly. Customer's mother stated the anomaly persisted even after new battery was installed. The insulin pump is missing segments. Customer's blood glucose was unknown. Customer's mother agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was monitored and no missing segment/partial display anomaly was noted. The insulin pump was received with all operating currents within specification and passed functional testing including the rewind, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had a cracked reservoir tube lip.